Event description:
Bilateral patient. Litigation papers allege: patient suffered an audible clicking in her left hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6) 2010; bodily injuries both permanent and non-permanent which have affected patient's health.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient is experiencing pain, discomfort, shedding of metal debris, metallosis, tissue damage and elevated metal ions.